Event description:
It was reported that the pt did not have therapeutic effect from her device. During removal of the device, the tip of the lead broke off and remained in the pt. X-rays confirmed that the tip was located within the posterior subcutaneous tissues of the left buttock, approx 1.5 cm deep to the skin. It is unk if the fragment will be removed. Further information is being requested from the hcp.